Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / knot in pelvic area') and cholecystectomy ('gallbladder removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), loss of libido ("no sex drive"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, cholecystectomy, dysmenorrhoea, female sexual dysfunction, abdominal pain, menorrhagia, loss of libido, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cholecystectomy, dysmenorrhoea, female sexual dysfunction, loss of libido, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / knot in pelvic area') and cholecystectomy ('gallbladder removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), loss of libido ("no sex drive"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, cholecystectomy, dysmenorrhoea, female sexual dysfunction, abdominal pain, menorrhagia, loss of libido, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cholecystectomy, dysmenorrhoea, female sexual dysfunction, loss of libido, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: mail received- case was upgraded from non-serious to serious incident. Essure removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.